Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the foot switch did not run at full speed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to electrical component failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the foot switch device did not let the electric pen drive device to operate at full speed. During in-house engineering evaluation, it was observed that the alleged malfunction was duplicated. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.